Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to clean and lubricate the wash syringe threaded assembly. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the wash syringe.

Event description:
On (B)(6) 2015, a customer reported error 4045 wash sy home overrun on the aia-360 instrument. The customer completed an all set home, rebooted, and cleaned off the sample syringe lead screw but the error persisted. The customer is unable to run patient samples on ck-mb and bhcg. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ck-mb and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.